Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2021 to remove the excess skin due to skin overgrowth at the abutment site and was subsequently treated with topical antibiotics (duration not reported).

Event description:
Correction: f8, f11, f13 - date reported in the initial report was incorrect. The correct date should have been (B)(6) 2021.